Event description:
It was reported that there was line detachment at vamp reservoir during filling(no complications with patient).

Manufacturer narrative:
Evaluation customer report was confirmed. Rec'd (1) vamp adult system. Vamp tubing was completely detached from bond joint with reservoir. Physical appearances of bonding agent at the surfaces of tubing and reservoir suggested that solvent had been used at this bond joint. This unit had been manufactured prior to implemented correction action in which uv adhesive had been replaced solvent.